Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lock ring of the connection part on a bd¿ stopcock q-syte fell off after use. There was no report of exposure to mucous membranes, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported disconnection issues; however, based on sample evaluation, the way to detach luer lock component is omitting the IFU recommendations. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Product is functional tested and no incidents with luer lock removals have been reported. Process fmea (B)(4) was reviewed and there are proper controls in place to detect product malfunctions. Always refer to IFU for product usage recommendations. No actions will be taken at this time; however we will keep monitoring the manufacturing process in case any emerging trend is detected. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of other with lot #6090762 regarding item #395245. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.

Event description:
It was reported that the lock ring of the connection part on a bd¿ stopcock q-syte fell off after use. There was no report of exposure to mucous membranes, serious injury, or medical intervention.